Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a radiofrequency ablation procedure performed on (B)(6) 2012. According to the complainant, during the procedure the output power was reported to be low. No error codes were received. The user replaced two rf probes; however, the issue was unresolved, as the rf output remained low. There were no patient complications reported as a result of this event. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. An electrical safety evaluation and functional tests were performed; no anomalies were found. During servicing an error message occurred, which was attributed to a failed u3 component on the rf board. A 'hissing' sound was heard, which was attributed to insufficient solder wicking. Despite the error message and hissing, the device passed all performance criteria of its' final test procedure. No issues were identified that suggest a system failure of any kind. Based on the evaluation conducted, a definitive root cause for the low output power could not be determined. A review of the device history record (DHR) was performed, which confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified serial number.

Manufacturer narrative:
(B)(4).the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a radiofrequency ablation procedure performed on (B)(6), 2012. According to the complainant, during the procedure the output power was reported to be low. No error codes were received. The user replaced two rf probes; however, the issue was unresolved, as the rf output remained low. There were no patient complications reported as a result of this event. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.